Event description:
The customer reported to vyaire medical that the avea ventilator was in "vent inop" state when powering the unit. Error log is showing bad cal - fvc. At this time there was no information of patient involvement associated from this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical's field service representative (fsr) went onsite and was able to duplicate the customer's reported issue of "vent inop". The fsr replaced the gde (gas delivery engine) and performed (est) extended systems test. The avea ventilator passed perfectly. The (ovp) operational verification procedure was performed. The avea ventilator is ready for use.

Manufacturer narrative:
The reported customer complaint was confirmed and duplicated by vyaire medical's failure analysis lab (fa lab). It was determined the flow control valve is faulty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.